Event description:
A 24mm diameter x 4mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology are unk. It was reported that follow-up computerized tomography (CT) scans were performed in 05/2001, 08/2001, and 11/2001. The results of the CT scans are unk. A slight type I leak was being watched by the physician but it was reported to have resolved. It was reported that a CT scan performed in 2002 demonstrated that the device had dislodged and migrated into the aneurysm sac. A talent cuff was requested. It was reported that 4 days later the aneurysm ruptured, and the pt was converted to open surgical repair. No additional clinical sequelae were reported. It was reported that the pt is doing well post-conversion but remains hospitalized.